Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent bariatric surgery and has lost weight. The scs ipg is now closer to the skin surface and appears red and irritated. The patient is experiencing discomfort. Surgical intervention is planned at a later date to resolve the issue.